Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The marland bipolar forceps was analyzed and found to have imprecise motion failure. The instrument tip would not move intuitively as it would not follow the master tool manipulator (mtm) input commands. The instrument tip did not move intuitively when closing and opening motion. A visual inspection showed no broken cables. The mbf instrument passed the electrical continuity test. Further evaluation of the mbf instrument found thermal damage on the molded insulator. The thermal damage on the molded insulator was found on one side of each instrument grip. No signs of damage on the conductor wire insulation were observed. The complaint regarding the instrument not working was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps was not working. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument was further evaluated by the failure analysis engineer (fae). The initial findings were partially confirmed. The instrument did not appear to have thermal damage on the molded insulator, the image provided in initial fa appeared to be of the gate vestige of the molded insulator. To clarify, it is the area where the plastic material is injected during the manufacturing process. The instrument was compared with in-house instruments and had the same gate vestige. There did not appear to be thermal damage and there did not appear to be discoloration or melting typically attributed to thermal damage. The grips being unable to close was further investigated. The nose cover was removed, and the drive rod's clamp screws were removed in an attempt to inspect the drive rod. Upon removal of the screws, the bottom insulated portion of the drive rod became dislodged, and it was found that the rod was broken within the plastic portion. The drive rod appears to have broken where the threading of the part had started on the proximal end. A broken drive rod can cause the jaws to be unable to close, as the instrument is unable to pull the jaws shut.